Event description:
A malfunction alarm indicating a momentary power loss to the vibrator motor was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.